Event description:
First vac was not creating a vacuum seal so an additional wound vac was opened. The second wound vac also did not create a seal after dressing was changed and reinforced.

Event description:
First vac was not creating a vacuum seal so an additional wound vac was opened. The second wound vac also did not create a seal after dressing was changed and reinforced.